Event description:
A discordant immulite 2500 ck-mb result was obtained on a pt sample. The sample was initially run in duplicate. The discordant result was not reported to the physician. The sample was repeated in duplicate on the laboratory's second immulite 2500 system. The repeat result was reported to the physician. Pt treatment was not altered or prescribed. There were no report of adverse health consequences due to the discordant ck-mb result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. After evaluation of the instrument and instrument data, the fse concluded that the cause of the discrepant ck-mb results cannot be determined. The fse performed a functional system check, a diagnostic water test, and performed discordant checklist. The instrument is performing within specifications. No further evaluation of the device is required.